Event description:
It was reported that the pacemaker alerted due to ventricular tachycardia (vt). Review of the episode demonstrated that t-wave oversensing (twos) had occurred and caused false detection of vt. Technical services recommended review of the ventricular sensitivity settings. It was noted that the ventricular sensitivity was recently increased from fixed 2.5 mv to fixed 0.75 mv and that twos had not been observed prior to the change. The pacemaker remains in service.